Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: the black box showed evidence of a loss of prime event in several call service warnings due to a low non-zero force event on 09/04/2014. The returned battery cap and a test cartridge cap were used to complete the investigation. Unrelated to the initial complaint, the battery compartment was found to be cracked below the bumper grip. The display contrast was found to be dim and pinkish. The ¿ez-prime¿ steps were performed correctly with no call service warnings or any other related alarms occurring during the investigation. The product performed within specification and product analysis was unable to duplicate the ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.